Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation of black shadows was confirmed. The customer's allegation of a detached objective lens could not be confirmed. It was determined that the malfunction of black shadows was due a damaged charge-couple device unit. In addition to the findings reported in b5, there were missing elements, a scratched acoustic lens, a deformed distal end, a chipped bending section cover and a buckled universal cord. The up/down knob could not be locked securely due to a worn forceps elevator. The number of missing elements failed to meet specification as a result of the damaged ultrasonic probe, which also caused the ultrasound image to be defective. Investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope objective lens detached with image darkened or colored and black shadows/ vignetting, prior to an unknown procedure. There was no report of patient harm associated with this event. During inspection of the returned device, there was a gap between adhesive on the distal end. The gap was between the acoustic lens and ultrasonic probe. This MDR is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
Correction: e2 was inadvertently selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that wear and tear over time caused a gap in the adhesive at the tip where dirt likely entered the inside of the lens. The event can be prevented by following the instructions for use which state the following: 1) "do not coil the insertion tube or universal cord with a diameter of less than 12 cm. Equipment damage can result." 2) "do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged." 3) "do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result." Olympus will continue to monitor field performance for this device.